Manufacturer narrative:
Na.

Event description:
A patient with chronic hydronephrosis and a history of prostate cancer status post radiation treatment underwent urolift system treatment on (B)(6) 2015. On (B)(6), the patient went to the hospital for urinary retention and received a catheter. His laboratory results indicated he experienced acute kidney injury that resolved with catheterization. He was discharged from the hospital the next day. Approximately two weeks later, the catheter was removed and his hydronephrosis had returned to baseline level.